Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. After troubleshooting with tandem technical support, the customer changed the supplies and by the next day, had not received another occlusion.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.